Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured ¿along the entire length of the elastomeric rubber¿. This issue occurred at the beginning of filling during the preparation phase at the hospital pharmacy. This was further described as occurred ¿when there were still a lot of volumes to get to the complete filling¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between august 21, 2020 to august 24, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.